Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah that two (2) devices leaked from the retracted needle opening. There was no health impact or consequence reported.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah that two (2) devices leaked from the retracted needle opening. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-jan-2025. Investigation summary. Bd received two samples and two photos for investigation. The customer photos depict a device with blood leakage in the front sample above the wing with the cannula retracted. The two returned samples underwent functional tests and retraction lockout testing. Both samples passed the functional tests with no evidence of damage or leakage. However, one sample failed the retraction lockout test due to leakage in the front sample above the wing during retraction. Additionally, 30 retained samples were tested using functional tests and retraction lockout testing. All retained samples passed both tests, showing no signs of damage or leakage and were able to be activated properly without any defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage during to injection/blood/urine collection. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.